Event description:
Event description guidant received information that implantable cardioverter defibrillator (ICD) was returned because the device had reached a battery status of elective replacement time (ert). No allegations were made against this device during its service life. Upon receipt at guidant, the device was put through a series of diagnostic tests to verify its performance. Testing revealed that the device was unable to deliver a defibrillation pulse; therefore, further testing is being performed.